Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate readings of her one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to call mss to obtain further clinical info. The pt mentioned that the same day, at around 8:00 am, the pt tested her blood glucose and obtained a 371 mg/dl, 274 mg/dl and 213 mg/dl. Readings were done less than 20 minutes from one another. Due to the elevated readings, the pt increased their dosage of insulin by 1 unit. Approximately 2-3 hours later, the pt felt shaky and was jittery. The pt did not seek any further medical attention, did not contact their physician for assistance and did not test on another device. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was done on the subject test strips and the tests trips passed using the control solution. The meter was replaced. The complaint is being reported since the pt alleged that due to the elevated reading on her meter, she increased her dosage of insulin and developed symptom suggestive of hypoglycemia 2-3 hours later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.